Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. Investigation summary: the affected device was returned for evaluation. Customer reported issue of over infusion was verified while running accuracy test at 125ml/hr with pca (patient-controlled analgesia) dose of 20ml. Result was 22.6ml within the specification limit (18.2ml-22.2ml). Customer's reported issue was confirmed. Replaced expulsor assembly, dso (downstream occlusion) sensor (due to bubbled dso seal), and loose latch lock assembly, lens, keypad, and labels. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the pump failed the verification test (infusion delivered too much fluid). There was no patient involvement, and no patient harm/adverse event reported.